Manufacturer narrative:
Follow-up # 1 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio meter was reading inaccurately. The customer care advocate contacted the patient on (B)(4) 2016 with follow up questions from the medical surveillance specialist and obtained the following information. The patient was unsure when the alleged issue began. The patient alleged that the subject meter was reading inaccurately erratic compared to a hospital meter; however they were unable to provide any exact meter readings. The patient manages their diabetes with an insulin pump. The patient reported going to the urgent care clinic but stated that this was due to an unrelated illness, the patient did not provide any further details regarding this illness. The patient reported that, while in hospital, they became hypoglycemic and could not wake up. The patient could not recall any blood glucose obtained at this time. The patient reported that an hcp gave them orange juice and rice with milk to treat the reported hypoglycemia. The patient also reported that while in hospital their doctor advised them to change their daily insulin to 14 units of lantus, after discharge from hospital their care home advised the patient to change their daily dose of novorapid to 20 units in the morning, 14 units at midday and 8 units in the evening. The cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Although the patient was not sure if the reported incident occurred before or after the alleged inaccuracy began, this complaint is being reported because the patient became hypoglycemic and required treatment from an hcp.